Manufacturer narrative:
Age: exact ages were not provided, only information given is patients are less than or equal to 60 years old. Sex: patient group was reported to be both male and female, however, it is unknown which gender received which lens. Weight and ethnicity: information unknown, not provided. Date of event: exact date unknown, (B)(6) 2020 is provided as it is the published date of the article. Serial #: information unknown not provided. Expiration date and UDI #:unknown as the serial number was not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable, there is no indication the lens has been explanted. Device manufacturing date: unknown as the serial number was not provided. Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing record review and historical complaint review for the intraocular lenses could not be performed as the serial numbers were not provided. As a result of the investigation there is no indication of product quality deficiency. Lindholm, h.r., laine, I. & tuuminen, r. (2020). Intracular lens power, myopia, and the risk of nd:yag capsulotomy after 15,375 cataract surgeries. Journal of clinical medicine. (9), 3071; doi:10.3390/jcm9103071. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: intraocular lens power, myopia, and the risk of nd:yag capsulotomy after 15,375 cataract surgeries . A retrospective cohort study was done to evaluate the real-world 5-year probability of nd:yag capsulotomy according to the diopter power of the implanted hydrophobic acrylic monofocal iol. A total of 15,375 eyes were included in the study and underwent phacoemulsification cataract surgery and in-the-bag implantation of either zcb00/preloaded pcb00 (n=6,579; abbott medical optics/johnson & johnson vision inc), sn60wf/preloaded au00t0 (n=7,098; alcon), or za9003 iols (n=1,698; abbott medical optics/johnson & johnson vision inc.). A total of 1,312 eyes were required to undergo nd:yag capsulotomy as intervention due to decreased corrected distance visual acuity and decreased visual function secondary to posterior capsule opacification (pco). It was also reported that implantation of zcb00/pcb00 iols increases the risk of capsulotomy. It is not clear how many eyes implanted with zcb00/preloaded pcb00 or za9003 developed pco. A separate report is being submitted for lens model pcb00 and one for model zcb00.